Event description:
It was reported that the subject device showed and e226 error and a snow image. The issue was found during the reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube had a dent, the protector of the video cable section was cut, the charged coupled device was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a component failure of the outer tube, a component failure of the video cable and a failure in charged coupled device the led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.